Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's husband stated that his wife had a double knee replacement (stryker triathlon) on (B)(6) 2012. Approximately 6 months later she was experiencing pain & unable to walk. Two years post surgery, she was experiencing pain and tenderness in both knees (went to the ER and was sent home). In (B)(6) 2015 she visited her primary physician and had recently been seeing dr. (B)(6) at orthopaedic center who did a culture of both knees and found no infection. Patient is scheduled for revision of both knees by dr. (B)(6) on (B)(6) 2016. This report is for the left knee.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: #4 tibial component; cat# unknown; lot# unknown, #4/9 ps insert; cat# unknown; lot# unknown, triathlon 29mm patellar; cat# unknown; lot# unknown. An event regarding loosening involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no x-rays are available for review and there is no confirmation of the event description noting inability to walk or indication that revisions were, in fact, performed. In this morbidly obese patient with multiple comorbidities, including diabetic neuropathy, the complication rate after bilateral total knee arthroplasty is markedly increased. There is no indication her knee components were subject to a recall and based upon the information available for review there is no indication that factors of faulty component design, manufacturing or materials were responsible for the clinical complaints described. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no indication her knee components were subject to a recall and based upon the information available for review there is no indication that factors of faulty component design, manufacturing or materials were responsible for the clinical complaints described. Further information such as product details, product return and x-rays are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's husband stated that his wife had a double knee replacement (stryker triathlon) on (B)(6) 2012. Approximately 6 months later she was experiencing pain & unable to walk. 2 years post surgery, she was experiencing pain and tenderness in both knees (went to the ER and was sent home). In (B)(6) 2015 she visited her primary physician and had recently been seeing dr. (B)(6) at orthopaedic center who did a culture of both knees and found no infection. Patient is scheduled for revision of both knees by dr. (B)(6) on (B)(6) 2016. This report is for the left knee.